Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On september 2nd 2016, the patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) limited documentation, as the patient did not wish to continue the call. The patient stated that the alleged issue first started on (B)(6) 2016 at 03:50am. The patient obtained alleged inaccurate erratic results of 143 then 132mg/dl from the subject device. The patient was unable/unwilling to say how much time passed between obtaining these results. He manages his diabetes with oral medications, diet and/or exercise and reported taking food/drink on (B)(6) 2106 at 5am, as a result of the alleged product issue. The patient stated that about an hour after the alleged issue began he developed the symptoms of ¿low energy¿. The patient stated that on (B)(6) at 7 or 7:30am during a doctor¿s office visit he received glucose tabs/gel from a health care professional (hcp) and at 8:30am obtained a result of ¿127 or 130mg/dl¿ from an unknown device. At the time of trouble shooting, the cca confirmed that the patient did not wish to continue the call. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional for a blood glucose excursion after the alleged issue occurred.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed testing; the reported issue could not be confirmed. However, a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.